Manufacturer narrative:
(B)(4).

Event description:
It was reported that pt never had a therapeutic benefit with the left side implantable neurostimulator (ins) because the stimulation had always been in the rectum area. The location of stimulation was different than in her trial. The right side ins had been working until recently. She was now going to the bathroom more frequently and was not always able to make it to the rest room. She could not increase the stimulation because it was painful. There was a shocking or jolting sensation when she increased the left side ins. She has tried all 4 programs and that she was feeling it in the rectum. The ins on the right side was last interrogated/reprogrammed 2-3 weeks prior and the pt was told they did not know why the "call doctor" was displaying on her pt programmer. It was fixed for a few days but then the message started displaying again. They could not make adjustment both with or without antenna attached. The "call your doctor" icon has been displayed for the past 3-4 months for the right side device. She was using the correct remote. It was reported on (B)(6) 2010 that the pt went into hcp office and requested ins be turned back on after turning off for airport. She did return to the clinic a week or so later and the company rep was present at the clinic's request. Pt was in need of an ins replacement, end of service (eos), and was advised of this.